Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports aligners are broken, currently without treatment, some of the bottom teeth are chipped and has some inflammation. Additionally, the jaw is misaligned, the teeth are not lining up, bottom teeth are crooked, jaw pain, and has to chew a certain way so the front teeth don't make contact.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.